Manufacturer narrative:
Strain relief with rapidport ez device evaluation summary: only the rapidport and strain relief were returned, the band tubing was not present. The strain relief was separated from the port base. Red and brown particles were observed on the port housing, port septum and port base. One piece of black particulate matter was observed on the port stem. Yellow and black particulate matter was observed in the port holes. Yellow particles were observed on the inner surface of the strain relief. Three pieces of green suturing material were noted to be present on the port holes. A port leak test could not be performed, as the port tubing was not returned. A fill inspection was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. Under microscopic analysis, the port housing which connects to the strain relief connector was observed to be partially separated; the edges of this separation were observed to have striated edges, consistent with damage from a surgical tool. Needle marks were noted on the port septum, and port septum ring. A review of the device labeling noted the following: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. When adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port. Failure to enter the port with the needle perpendicular to the port may cause damage to the access port and result in leaks. When adjusting band volume after the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "lack of restriction, 3 times fluid check carried out followed by x-ray. Volumed discrepancy at all four appointments. Leak could not be identified under x-ray." The port was removed and replaced.